Event description:
It was reported that the patient was originally implanted on (B)(6) 1998 following a motor vehicle accident. The patient had a surgical revision performed on (B)(6) 2013 of an acdf (anterior cervical discectomy and fusion) at levels c4-c6 due to adjacent level degeneration and onset of neck, arm, shoulder, radicular pain and numbness. On an unknown date an exam and x-rays were performed confirming the plate was broken and a portion of the plate migrated, causing the pain and numbness. The surgeon removed the prior cervical hardware on (B)(6) 2013 and revised patient to a new anterior cervical discectomy and fusion construct, also extending the construct to c4-c7. The operative time was extended to an additional 30 minutes. The revision surgery was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event unknown. The review of the device history record for part # 450.120, work order # (B)(4), indicates that the reported product was manufactured in accordance with all established requirements with no deviation reported. DHR records of the finished part # 450.120, work order # (B)(4), further indicates that product lot underwent all required inspection operations and was found to meet all established criteria for release to warehouse at the time of manufacturing. The part conformed to dimensional & visual requirements at the time of manufacturing and passed all inspection requirements at synthes inspection. Investigation could not be completed and no conclusion could be drawn as no device was returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.